Manufacturer narrative:
Pump passed the self test and displacement test. Hardware low level failure alert (variable info=3) confirmed in the pump history due to broken trace. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.